Event description:
A pump delivered more meds than it is supposed to. This occurred during patient use with no patient injury or intervention reported. The customer did report that the pump overinfusion by 50% when tested in biomed.

Manufacturer narrative:
A request for the return of the device has been made.